Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The sample was not returned for eval as it was discarded by the user facility. Based on the info rec'd, the results are inconclusive and the root cause of the event is unk. The IFU (information for use) states the following: contraindications for use: caution: if the ivc diameter exceeds 28mm, the filter must not be inserted into the ivc. Complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: 1. Migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. The removal of this filter is considered to be an off label use of this device. The info for use (IFU) for this device states: the g2 filter is designed to act as a permanent filter. The safety and effectiveness of the g2 filter system as a retrievable or temporary filter has not been established.

Event description:
It was reported, a caudal migration was discovered via cavagram prior to a scheduled removal. The filter was implanted 7 mos ago at l3. The filter migrated to l4. The pt was asymptomatic. The filter was removed. There was residual clot in the iliac vein. There were no intervening procedures performed on the pt after the filter was implanted. The inner diameter of the pt's vena cava is 32mm. The dr is a first time user of this product.